Event description:
Stapler echelon flex 32 cm standard 35 mm power advance placement tip articulate vascular tissue internal - ref# pve35a, stapler reload- reload stapler endopath echelon 35 mmx2.5 mm titanium white 4 row advance placement tip thin vascular tissue 1 mm- ref# vasecr35; staples did not deploy on both sides of a vessel during a nephrectomy causing hemorrhage, massive transfusion required. FDA safety report ID# (B)(4).